Event description:
Boston scientific crm received information that during a replacement procedure for normal battery depletion (nbd) the right ventricular (rv) lead was found stuck in the pacemaker header. Upon removal of the lead from the header, the lead was damaged near the proximal end. The lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.